Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with low blood glucose of 35 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. The reservoir was showing the same amount of insulin as was shown on the status screen. The insulin pump was not exposed to a magnetic resonance imaging machine. Customer was advised to speak with healthcare provider regarding low blood glucose. Nothing further reported.